Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 100 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer also reported having a sensor glucose reading of 69 and a blood glucose reading of 207 mg/dl. Customer stated that the suspend alarm kept going off. Customer's current sensor glucose and blood glucose readings are both 176 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were in acceptable range. Customer's blood glucose was 33 mg/dl this morning. Customer treated by drinking juice. The sensor will not be returned for analysis.